Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to disconnect and troubleshoot the issue through various steps, including delivering bolus doses. Despite repeated alarms, actions eventually led to successful bolus completion. Customer to replace supplies and resume insulin.